Event description:
Customer reported a no delivery alarm while filling his line. The customer stated he had gone through several reservoirs and the alarm persists. The customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set change. The customer did not want to return the infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).